Event description:
It was reported to boston scientific corporation that a rotatable small oval snare was used during a gastroscopy procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the catheter was torn. Reportedly, the wire protruded out of the sheath and was bent when they tried to open the snare. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. This event has been deemed reportable based on the investigation results: flare detached.

Manufacturer narrative:
Investigation findings: catheter detached. Visual evaluation of the returned device found that the flare was detached. In addition, the catheter was kinked and the wire was kinked near the handle. Functional evaluation could not be performed due to the condition of the returned device. Complaint confirmed, the catheter was detached. Also the catheter and wire were found to be kinked. Review and analysis of all available information failed to indicate a root cause or probable root cause for this event. There is an investigation in place to address this issue. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database confirmed that no other complaints exist for the specified batch.